Event description:
A customer reported to fresenius mexico technical services that a 2008k2 hemodialysis (hd) machine had a higher ultrafiltration value. There was no indication of patient harm or adverse event. Upon follow up, the biomedical technician reported the machine continued to ultrafiltrate too much and also had a blood leak alarm and would not allow calibration. A new ultrafiltration pump was installed to resolve the issue. A functionality test was performed and passed. The machine was chemically disinfected and returned to service. Mexico technical services indicated there was no patient involvement, however, based on the allegation of higher ultrafiltration without any indication how the issue was discovered, this report will capture the potential patient involvement.

Manufacturer narrative:
Corrected information: h6- clinical code, problem code- inadvertently omitted due to transcription error plant investigation: the reported complaint was confirmed based on the service report. The complaint device was not returned for manufacturer evaluation nor have any details of an onsite inspection been reported. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Based on the service report, the cause of the reported event was due to component failure.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(6) technical services that a 2008k2 hemodialysis (hd) machine had a higher ultrafiltration value. There was no indication of patient harm or adverse event. Upon follow up, the biomedical technician reported the machine continued to ultrafiltrate too much and also had a blood leak alarm and would not allow calibration. A new ultrafiltration pump was installed to resolve the issue. A functionality test was performed and passed. The machine was chemically disinfected and returned to service. Mexico technical services indicated there was no patient involvement, however, based on the allegation of higher ultrafiltration without any indication how the issue was discovered, this report will capture the potential patient involvement.